Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net. A review of the transmission revealed high pacing impedance measurements of the right ventricular lead. The patient was scheduled for lead revision and the lead was capped and replaced on (B)(6) 2024. The patient was stable.